Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that motor doesn't turn and was corroded. Also the resistance value of the keypad of the handcontrol set was out of specifications and there was a short circuit in the motor cable. The device was shutting the pump off and was also found to be leaky during operation. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn and the damage due to corrosion may have caused the device to become leaky. The short circuit would have caused the device to not function as intended. However, given the information provided we cannot discern a definitive root cause for the defective keypad. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hp w handcontrol is defective. No additional information provided.